Event description:
It was reported that during an iliac pta treatment procedure, the "md put balloon in pt and with visual inspection under fluroscope he discovered the balloon was a 4 cm and not the 2 cm as the package said." The procedure was successfully completed with another of the same type device. No pt injuries or complications were reported. Pt status is reported as "fine."